Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller said that the patient was implanted a couple of months ago and they found out a couple weeks ago that the implant was being recalled. Caller said the patient has had several complications already including massive strokes due to the implant and nosebleeds and severe issues that could have happened from the implant over the last couple of weeks. Patient was in the hospital for almost 2 months and suffered a severe stroke and has very on balance right now. Patient had physical, speech, and occupational therapy because of it and their recovery was horrible. Patient is on a lot of medication and now they find out that the device is not working and that's why they have been having all these complications. Patient feels like they are a ticking time bomb. Agent reviewed that patient was not registered with mdt. Caller did not have any additional patient information to verify that patient was implanted with a mdt patient. Caller was redirected to patient's healthcare provider to further address the issue.